Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb12lt device was received with the duckbill out of position and present. In addition, the duckbill was returned inside a plastic bag. However, it is known from the history of the device that the condition of the duckbill out of position may lead to insufflation issue. No conclusion could be reached as to what might have caused the duckbill out of position. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during an unknown procedure, used as a camera port, the valve came off and fell into the patient¿s body when the camera was inserted. After that, the valve was removed from the patient¿s body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.